Manufacturer narrative:
Initial reporter facility name- (B)(6) hospital of the mutual aid association of public school teachers. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified inside the balloon which would indicate a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device.

Event description:
Reportable based on device analysis completed on 23sep2019. It was reported that the device was unable to cross. The target lesion was located in the severely calcified vessel. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the device could not cross the severely calcified lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a balloon pinhole.